Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the pump powered on with a faded and discolored display screen which made the display difficult to read. The display screen as replaced with a test screen and the display returned to normal. The up and contrast keypad buttons were noted to be intermittently responding; the down and ok buttons were responding appropriately. The keypad was removed and contamination was observed under all of the keypad buttons. Unrelated to the display and keypad issues, the battery compartment was found to be cracked and the battery cap was observed to be stripped; the battery compartment was examined and moisture damage was observed inside the compartment. The pump was opened and no additional moisture damage was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that keypad buttons were intermittently responding and the display screen as faded and discolored. This report is made based on the results of evaluation.